Event description:
On 01/21/2012 customer reported a shutdown issue with their dxh 800 instrument. Customer technical support (cts) assisted the customer with troubleshooting. Cts instructed the customer to drain the probe waste chamber. During this drain procedure, the customer reported that the instrument was spitting fluid from the sample access mode. No injuries were reported and no erroneous patient results were generated. A service request was generated. Field service engineer (fse) inspected the instrument and found vacuum errors generated by the dxh800 instrument. Fse noted that vacuum chamber 340 (vc340) was plugged at the fitting, and this plug caused the leak. Fse cleaned the vacuum chamber and placed it back into the instrument. Once the vacuum chamber was cleaned the leak was resolved. No further issues were reported.

Manufacturer narrative:
Evaluation codes, results, code (other): vacuum chamber. (B)(4).